Manufacturer narrative:
A triathlon cr fem comp #7 l-cem, cat # 5510f701, lot # unknown, was also reported in this event. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that patient was revised on a left knee due to infection.